Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that one of the patient's leads "failed" and they needed a revision. No further complications were reported as a result of this event.